Manufacturer narrative:
The device involved in this incident was not available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." The patient guidline insert, I-flow has provided catheter removal instructions to ensure safe removal and the directions for use contain a warning "6. Do not suture through catheter to avoid catheter breakage during removal." It is worth noting that I-flow's catheters are made of non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Catheter was sutured in place. When it was pulled during removal, catheter broke. Reportedly, 4.5 inches of distal portion of catheter remains inside pt. No treatment to remove catheter.